Manufacturer narrative:
Device passed the displacement. Device received with complete broken reservoir tube lip, minor scratched lcd window and missing reservoir tube o-ring. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump piece was broken off and cracked of the reservoir slot. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting for damage. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.